Manufacturer narrative:
(B)(4). 2014 year of implantation. Concomitant medical product: unknown femoral component, unknown articular surface component. Unknown cement. It is unknown whether the device is available for evaluation by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently began experiencing alteration in sensation causing sharp pain after mobilization during physical therapy, which was attributed to scar tissue. An x-ray was taken, which showed loosening of the tibial component from the cement for which the patient was revised. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.